Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported shaft separation and kink were able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that there was resistance getting to the lesion in the right coronary artery due to the anatomy and the shaft bent, then separated on the xience xpedition stent delivery system. The point of shaft separation was outside the anatomy and the separated segment was easily removed. A non-abbott stent was used to complete the procedure without further incident. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.